Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an unknown surgery. Before surgery, when the products were prepared and checked after sterilization, the adhesion of viscous liquid on the surface of the handle was confirmed. The surgery was completed successfully with no surgical delay. No further information is available. This report is for one (1) small hexagonal screwdriver 2.5mm width across flats. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: device history record (DHR) review conducted: part # 314.070 lot # 1712530 manufacturing site: werk hagendorf. Release to warehouse date: 19 july 2007. Supplier: n/a. Expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation did not reveal any evidence to confirm any foreign substance condition on the device 314.070, scrdriver-hex-small 2.5 w/groove. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not required. The overall complaint was unconfirmed as the observed condition of the device 314.070, scrdriver-hex-small 2.5 w/groove would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.